Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms: one day postprocedure. It was reported that one day post an uneventful right internal carotid artery stenting procedure, the patient became hypotensive. The patient was treated with neosynephrine drip. Additionally, one day post procedure, the patient was diagnosed with a gi bleed resulting in low hemoglobin requiring 2 units packed red blood cells. Five days post procedure, the hypotension and gi bleed were resolved and the patient was discharged to home. Although requested, there is no additional information provided. Study event.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformances which could have contributed to this complaint. There was no device issue reported. Hypotension is a known possible adverse event associated with the use of carotid stents as stated in acculink instructions for use.